Event description:
Customer reports being unable to obtain a result on the compact plus system due to the battery running low. Customer felt weak and shaky; he attributed this to high blood glucose symptoms and administered humalog. Thirty minutes later customer had a seizure; paramedics were called and customer was treated with an IV (contents unknown). No tests were performed on paramedic's device. Customer was taken to the hospital and given food; he was released 3 hours later after testing 100 mg/dl on professional device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported mixed up and missing images. No patient injury was reported.